Manufacturer narrative:
The non implanted graft was returned to the MFR. The visual examination confirmed that the product shows peeled off collagen particles all along the graft. A product coated on the same day as the complaint device was evaluated. The visual examination did not evidence any collagen particle in the blister packaging. After opening of the packaging, the graft was handled with precaution. The inspection evidenced that the product is soft to the touch, with no product anomaly and no poor collagen adherence. A review of the device history records, including collagen coating records, indicated that the graft was processed and inspected according to procedures and no anomaly was found. No conclusion can be drawn. However, investigation would tend to indicate that the product was not defective. Investigation is on-going in an attempt to determine the extreme storage or transport conditions that could have led to the defect.

Event description:
Physician reported a collagen peel off of the graft observed at the opening of the packaging prior implantation. The graft was not implanted and was returned to the MFR. The surgery was performed by using another graft and it was reported that the operation was completed safely.